Event description:
A high readings issue was reported with the freestyle libre sensor. A customer reported that on (B)(6) 2021, sensor scans of 210 mg/dl, 167 mg/dl, 215 mg/dl, and 172 mg/dl were received when compared to results of 129 mg/dl, 104 mg/dl, 125 mg/dl, and 127 mg/dl obtained from a built-in meter. The customer experienced a loss of consciousness however, was able to regain consciousness and self-treated with sugar. There was no report of any third-party intervention for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. B5 - describe event or problem incorrectly documented that there was a high readings issue with the freestyle libre 2 sensor. B5 has been updated to reflect the correct product reported.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. A customer reported that on (B)(6) 2021, sensor scans of 210 mg/dl, 167 mg/dl, 215 mg/dl, and 172 mg/dl were received when compared to results of 129 mg/dl, 104 mg/dl, 125 mg/dl, and 127 mg/dl obtained from a built-in meter. The customer experienced a loss of consciousness however, was able to regain consciousness and self-treated with sugar. There was no report of any third-party intervention for the reported issue. There was no report of death or permanent impairment associated with this event.